Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). X-ray on (B)(6) 2020, confirmed magnet dislodgement. This report is submitted on june 17, 2021.

Manufacturer narrative:
This report is submitted on may 21, 2021.

Event description:
Per the clinic, the patient was placed under a general anaesthetic and hospitalised for a magnet replacement surgery on (B)(6) 2021 following an MRI procedure in (B)(6) 2019. The implanted device remains.